Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with loose retainer and missing reservoir tube lip o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with broken belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The display was scratched. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.